Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'not able to charge any battery. Depleted battery message'. A review of the event history log identified 'battery low!' Messages. The cause was determined to be a defective alternating current (ac) power cord which may induce battery charging issues leading to battery alarms. The ac power cord was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump battery was not able to charge any battery and displayed depleted battery message. The green light was visible on the power adapter. The event happened at the pre- operation department. There was no patient involvement. No additional information is available.